Event description:
The patient's ipg was replaced on (B)(6) 2011. It was reported the ipg was not functional. Follow up found the patient received effective stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.